Event description:
Tech alleged that the brake caster wheels move when the brakes are locked. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters and bushings to resolve the issue.